Manufacturer narrative:
D9: date returned to mfg 9/12/2024. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a 'cassette not attached' issue. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the device to have fluid ingression. The event history log was reviewed. The service history review had no indication that the complaint was related to a service of the device within the review period.